Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-apr-2022 to 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was corrupted. A technical support specialist created a new database followed ka000007127 and synced the station to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system application was crashed and not booting up due to database error. Customer added that no patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was corrupted. A technical support specialist created a new database and synced the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system application was crashed and not booting up due to database error. Customer added that no patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.